Event description:
This event was captured based on literature review. It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip was lodged in the deployment device after completing the deployment sequence, and the patient experienced a retroperitoneal hematoma resulting in hemodynamic collapse and death. As the name of the physician who used the starclose device was not provided by the literature review, it is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event occurred between (B)(6) 2009 and (B)(6) 2010. This information was obtained through literature review; therefore, device return was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.